Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as itchy, open, and draining sores on back under the pads. The patient reported that they do sweat a lot as well. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The patient¿s nursing staff were treating the wound. Follow up indicated that the wound improved.